Manufacturer narrative:
Sample was serum. Qc and precision checks were acceptable. A field service engineer (fse) was on-site and ran a centrifuge tube aliquotter (cta) carryover test which failed. Fse then replaced the cta sample probe and performed alignments after which a repeat of the carryover test passed.

Event description:
Customer contacted beckman coulter inc., (bci) regarding false high troponin (accutni) results. The results for this event were reported on MDR# 2050012-2010-00292. The test results are listed for the malfunction dated (B)(6) 2010. The results were not released from the lab and the customer did not report any serious injury or death. The customer did not provide pt identifiers such as dob or age at time of event.